Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra resilia (s3ur) was to be implanted in the aortic position. Left femoral access obtained via a surgical cutdown due to significant peripheral vascular disease. Patient was not a candidate for axillary, carotid, or multiple other access routes due to calcific disease. The heart team planned a left femoral cutdown, with shockwave and peripheral stents to allow for valve delivery. After the cutdown, the left femoral artery was accessed, and shockwave balloons were used. The 14fr esheath+ was inserted successfully. The 23mm s3ur valve and commander delivery system was then inserted through the 14fr esheath+. After passing and exiting through the sheath, the valve became stuck on a shelf of calcium in the aorta. Multiple maneuvers were attempted to free the valve from the calcium to advance the valve. In addition, a peripheral balloon was used to attempt to deflect the valve away from the calcium in the aorta. At this point the patient's blood pressure dropped significantly. An aortogram revealed a tear in the aorta. Multiple units of blood were given. Two covered stents were delivered, and the bleeding was controlled. During this time, CPR was being administered as the patient was in pea arrest. Unfortunately, the patient was not able to be recovered and expired on the table.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's anatomy was reviewed, and the following was observed: calcification present in the patient anatomy after the aortic bifurcation. Left side femoral artery had undersized access vessels. Per the engineering summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The difficulty tracking the commander delivery system through the patient anatomy was unable to be confirmed. Available information suggests patient factors (calcification, small vessel size) likely contributed to the event as it was reported that the delivery system was experiencing resistance after exiting the sheath, past the aortic bifurcation, and the imagery review confirmed the calcification and undersized vessels to be present. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.